Event description:
It was reported that a sonographer needed shoulder surgery due to the difficulty of repeatedly pushing the console down. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Date of the event is unk. Health professional occupation unk. PMA 510k number to be determined. Mfg date to be determined.